Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka).

Event description:
It was reported that the customer experienced on-going, continuous elevated blood glucose (bg) levels. Highest level provided 564 mg/dl. Reportedly, the reuses insulin. Tandem clinical support informed customer that reusing insulin is off label per the tandem user guide. No action was taken to treat elevated bg. The customer continued to use the pump for insulin therapy.